Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a 98-year old patient experienced three dislocations post hemiarthroplasty and required revision approximately 2 months post implantation. Reportedly, the surgeon decided to revise/convert the hemi-construct to a tha with a cup and liner. Per correspondence, explants are not being returned because the bipolar shell and head were sent to pathology per hospital requirements. Requested clinically relevant documentation had not been provided as of the date of this investigation; therefore, the root cause of the reported event(s) could not be full assessed nor concluded. Based on the information provided, the patient impact beyond the reported dislocations and subsequent revision could not determined. No further medical assessment could be rendered at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instruction for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, patient had a hemiarthroplasty and had two previous dislocations, due to a third dislocation surgeon decided to remove the cocr 12/14 fem head 28 +0 and the tandem bipolar cocr 49od 28id and put in cup and liner to covert to a total hip. Outcome is unknown.